Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review/service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. A review of the event history log identified 'battery depleted!' Messages as evidence of the reported problem. Evaluation observed the customer battery failed to receive charge from the power cord upon pairing with the pump. The cause was determined to be a failing alternating current (ac) power cord which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a depleted battery. The event happened in medicine department. There was no patient involvement. No additional information is available.